Event description:
It was reported that the patient's had an l5 and s1 lead fracture. Surgical intervention was undertaken on (B)(6) 2025, and the leads were unable to be explanted due to scar tissue. No further intervention is planned at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.